Manufacturer narrative:
Date of event: date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the ipg had eroded through the skin and part of the header was exposed. In turn, the ipg was explanted to address the issue.